Event description:
Philips received a report from a customer that a female patient was positioned head first supine and scanned with the torso xl coil positioned on the pelvis/abdomen. After the examination 2 quarter sized blisters were observed on the inner thighs of the patient.

Manufacturer narrative:
(B)(4). There is no indication of a malfunction of the mr device or coil used that contributed to the injury. Based on the information provided, the heating incident is a skin to skin heating incident caused by an rf current loop formation between the inner thighs of the patient. These kinds of incident can be prevented by applying padding between the legs.